Event description:
It was reported that the patient the patient had a back surgery wherein it was believed that cautery was used, and was experiencing inability to charge device. The patient underwent an ipg replacement procedure,and was doing well postoperatively. The explanted ipg was discarded by medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred approximately ten weeks ago from the date the manufacturer became aware of the event.